Manufacturer narrative:
(B)(4).

Event description:
It was reported by the hcp that the pt presented with gastric and abdominal pain. Imaging of the catheter was done and the hcp believed it was "not kinked." It was later reported by the pt's friend or family that the pt had increase in baseline pain and was hospitalised. The pt was on intravenous drugs for pain relief. It was also reported that the pt's cancer had "not progressed and hence may not be the reason for increased pain." The pt suffered generalized pain. His status was reported to be fair. The pump was reported to be working fine by the hospital attending physician. They stated that the pt's hcp felt that the catheter may be kinked after looking at imaging the hospital had done. The cause of the pt's pain was not yet determined. Additional information has been requested from the hcp, but was not available as of the date of this report.